Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient is unable to charge due to noncompliance with charging. The patient stated they do not want to reboot their ins and would like to get a different model. The rep offered to attempt to clear the power on reset (por), but the patient denied. She said charging has always been too hard. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that they ordered an ins replacement but were waiting on insurance approval and were scheduling the explant. The issue was not resolved. No further complications reported.